Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a thrombus was suspected in the outflow of an implant impella 5.5 pump. Due to the noted condition, the decision was made to replace the pump. Following replacement, lactate dehydrogenase¿ (ldh) and creatinine levels were improving and support continued for the patient.

Manufacturer narrative:
The investigation into the reported thrombus has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined.